Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Additional information received from the customer indicated that the device had not been used/energized. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer for this event, the wire of the device knife broke. There is no reported harm to any patient.